Manufacturer narrative:
Patient information: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -10.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
B5: an unknown damaged icl was returned to staar for inspection related to claim#: (B)(4). The lens was noted to be a vticmo/5 lens and not a vicm5 12.6 -10.5d lens as stated in the questionnaire. Reporter did not indicated whether there was patient contact or not and when the lens was damaged is unknown. Cause is unknown. Claim#: (B)(4).